Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, rectocele, uterovaginal prolapse, bilat paravaginal defects, complete loss of integrity of the posterior rectovaginal and pubocervical fascia, and liver cyst. It was reported that the patient had the concurrent procedures of a lavh/bso, laparoscopic burch colposuspension procedure, laparoscopic retropubic paravaginal repair, complex posterior repair with mesh, fascial replacement and uterosacral colpopexy vaginal vault suspension performed during mesh implantation. It was reported that patient underwent mesh revision on (B)(6) 2005 & (B)(6) 2006. Patient had removal of liver cyst on (B)(6) 2005.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.